Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker. System operates as intended. (B) (4).

Event description:
The customer reported intermittent power up problems. No pt injury was reported.